Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed a cardiac tamponade, which was assessed with an echocar diogram. Blood was also noted in the pericardium. It was determined by the physician that the sheath perforated the left atrium during the transeptal puncture. The case was aborted and the patient was transferred to the operating room where the tamponade was drained and a transcatheter plug was implanted to close the perforation. No further patient complications have been reported as a result of this event.